Manufacturer narrative:
Integra has completed their internal investigation on october 10, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the instruments do not coagulate. The black plastic parts are burnt at the connection. DHR review; no nonconformity related to this issue for this lot. Complaints history; no complaint for this lot. Conclusion: the reported burns on the plastic part are likely the consequence of the formation of a short circuit with an electric arc inside the device due to the presence of humidity / residues in the connection zone. The origin of the humidity responsible for these reported complaints could be: some residual humidity that was present before use from a lack of drying of the device or of the cable during reprocessing or a defect of cleaning of the instrument (blood or tissues). Some infiltration of body fluids from the patient along the tube during surgery some contamination by fluids during surgery i.e. Liquid spilled on the handle during surgery , or instrument in contact with liquids when not used.

Event description:
It was reported that the device was not working and there was a smoke odor. The device was in contact with the patient however, no patient injury was reported. The event lead to 45 minutes surgical delay with no consequences.